Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels displayed as "low" on the continuous glucose monitor. Reportedly the customer miscalculated the amount of food consumed, and delivered too large of a bolus. Customer required assistance from family member to address bg via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.